Event description:
As reported, approximately three years post initial right side tka, the 62 y/o male patient complained of pain. Patient had loose femur. Patient was not revised to exactech devices due to recall surgeon used competitors implants for revision. There was no breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to recall hospital will not release.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
It was reported via legal documentation that approximately 34 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, pain and recurrent effusions. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening of the implant. Intraoperatively the surgeon observed some scar tissue around the patella button, but was well fixed and in good condition, and the surgeon elected to retain it. The surgeon observed, on inspection, some pitting of polyethylene insert. It was noted the femoral component was easily dis-impacted and came off cleanly from the cement mantle consistent with loosening. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: c, d, e the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the device was not returned for evaluation. The tibial insert appears unremarkable with respect to wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.